Manufacturer narrative:
Date rec¿d by MFR : 19aug2019, date of report : 27aug2019. The manufacturer¿s technical services confirmed the reported issue. The customer was provided with the part number for the touchscreen and service manual revision k. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12aug2019.

Event description:
The customer reported touch screen failure. Touch screen calibration could not be initiated. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.